Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter phone number: (B)(6). The intraocular lens (iol) has not been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was faulty as it had only one haptic. The lens was removed from the eye. No additional information provided.